Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief. In addition, the patient desired coverage in a new pain region. As such, surgical intervention was undertaken on (B)(6) 2018 during which the lead was explanted and replaced. Effective stimulation was re-established in all pain areas post-operatively.